Event description:
The account alleged that the head section is drifting down on the bed.

Manufacturer narrative:
The accounts maintenance stated that he exchanged the mattress on this bed to troubleshoot an air system problem with a different bed, and after exchanging the mattress, the head section was not drifting.